Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vaginal cuff repair procedure on an unknown date and a suturing device was used. During the procedure, the needle of the suture cartridge popped out of the reload. There were no patient consequences and the procedure was completed using a competitor¿s device. No additional information was provided.